Event description:
It was observed during the device inspection that the bronchovideoscope had the image guide flexible tube coating peeling (over 1mm²). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the degradation problem. The most probable cause is a random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.